Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by using only fluoro. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to emit x-rays. The rse reviewed the logfile and confirmed that the imaging pc¿s disk space had reached 80% capacity. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the ippc hard drives were not functioning correctly during manual image deletion. To resolve the issue, the fse recreated the image store. After recreating the image store, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported image drive full issue did not impact on the completion of the procedure. The procedure was completed as planned on the same system by using the fluoro technique, with no impact on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.